Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced no stimulation sensation. The symptoms had started the day before. The pt was traveling. Additional info has been requested, but was not available on the date of this report.